Event description:
The customer contact reported a tubing separation. Prior to pt use, "when the nurse opened the package, the tubing to the prepierced injection site was loose." Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.